Manufacturer narrative:
Medwatch field b3 date of event was updated. The customer reran the reported patient samples on (B)(6) 2026. The investigation is ongoing.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The field service engineer investigated the event and determined that it was consistent with the third-party qc material that the customer uses. He calibrated the elecsys anti-hbs ii assay with successful results. The investigation is ongoing.

Event description:
We received an allegation of imprecise results for nine patients' samples tested with elecsys anti-hbs ii assay on a cobas e 801 analytical unit. The customer provided three patient samples with discrepant results. Patient 1: initial result: 10.1 iu/l (reactive). Repeat result: 6 iu/l (non-reactive). Patient 2: initial result: 10.5 iu/l (reactive). Repeat result: 6.35 iu/l (non-reactive). Patient 3: initial result: 11.1 iu/l (reactive). Repeat result: 7 iu/l (non-reactive). The qc failed, prompting the repeat of the samples on a different cobas line. The repeat results were deemed to be correct.